Manufacturer narrative:
Patient information was not available at the facility.

Event description:
It was reported that pericardial effusion occurred. A pulse field ablation procedure was performed for the treatment of atrial fibrillation using a veracross access solution and farawave catheter. Prior to transseptal system insertion, a pericardial effusion was documented. The patient was noted to have a persistent left superior vena cava (svc), which made positioning and use of the versacross system and non-boston scientific transeptal needle challenging. Electrophysiologist (ep) noted a concern regarding the rf wire curve. During the procedure, the rf wire was advanced to perform transseptal crossing. Multiple attempts were required due to difficulty crossing the septum. A new versacross access solution kit was opened and used to successfully complete the transseptal puncture. Following completion of the transseptal puncture, an increase in pericardial effusion was observed approximately 60 minutes after access was obtained. Pericardiocentesis was performed, and approximately 600 ml of blood was drained using an effusion management kit. The patient was stabilized and the procedure was completed, including successful isolation of the pulmonary veins and posterior wall. The patient required hospitalization. The physician noted that the intracardiac echocardiography (ice) catheter positioned within the coronary sinus (cs) may have contributed to the observed issue. Additionally, while ablating within the left atrium, the farawave catheter 35mm was observed to have persistent spline inversion. Farawave catheter 35mm was replaced with a new farawave catheter 31mm to resolve the issue.